Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a primary cementless total hip arthroplasty apparently with a competitor acetabular component and a stryker femoral stem with a co cr femoral head. The patient developed adverse local soft tissue reaction with black material beneath the femoral head and underwent revision. The root cause of this event cannot be determined with certainty. The causes of adverse local soft tissue reaction with blackened material beneath femoral head are multifactorial including surgical technique factors, especially preparation of the trunnion and femoral head prior to implantation, patient factors including activity level and bmi, and implant factors. The operation report stated that there was impingement present which might also contribute to this event. The use of a competitor cup with the stryker implant could also play a role. The product inquiry alleges that there was a product recall of the femoral head and this would have to be corroborated by stryker. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive levels of chromium and cobalt in her blood. A review of the provided medical records by a clinical consultant indicated: this patient underwent a primary cementless total hip arthroplasty apparently with a competitor acetabular component and a stryker femoral stem with a co cr femoral head. The patient developed adverse local soft tissue reaction with black material beneath the femoral head and underwent revision. The root cause of this event cannot be determined with certainty. The causes of adverse local soft tissue reaction with blackened material beneath femoral head are multifactorial including surgical technique factors, especially preparation of the trunnion and femoral head prior to implantation, patient factors including activity level and bmi, and implant factors. The operation report stated that there was impingement present which might also contribute to this event. The use of a competitor cup with the stryker implant could also play a role. The product inquiry alleges that there was a product recall of the femoral head and this would have to be corroborated by stryker. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.